Manufacturer narrative:
Approximately one month later, the patient passed away. There were no additional allegations against the lead or that the previous issues caused or contributed in the patient's death. A request for additional information was made to confirm there was no product involvement in patient's death. When additional information becomes available, this report will be updated.

Manufacturer narrative:
The lead remains implanted with programming changes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was hospitialized for congestive heart failure (chf) symptoms. During which time this lead displayed out of range pacing impedances greater than 2000 ohms. The issue was resolved with programming configurations. Good sensing and thresholds were noted. No planned surgical intervention at this time.